Manufacturer narrative:
The technician used a mattress revitalization kit to repair the bed.

Event description:
Information received indicates the ticking is worn which is allowing fluids to penetrate inside the mattress.